Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after replacing their dexcom g6 sensor while using the ilet bionic pancreas, and an agent advised that insulin did not need to be paused. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and return to target range without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.